Manufacturer narrative:
Concomitant medical products: bd luer-lok syringe. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Ethnicity: non hispanic/latino.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "leak identified when using bd 3ml syringe (luer-lok tip) with bd maxzero (microbore extension set , IV connector). Leak not present when using other size syringes." And "this is a recurring problem with these two devices regardless of the lot number of either device." An incomplete date of event of(B)(6) 2019 was provided.